Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated on (B)(6) 2015 at 14:26:50. Multiple counting during atrial fibrillation contributed to the false detection. A review of the downloaded data indicates that the response buttons were not pressed during the event. The pt ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Belt sn (B)(4) was returned for investigation into lack of gel deployment from the therapy electrode (te) during the event. Upon eval there was one blister out of ten on the rear 1-wire therapy electrode which did not deploy gel. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, all tes deployed with the exception of 1 blister. The impedance reading was 45 ohms. This value is within normal range. Device eval of the monitor was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - 4/2014 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf